Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the replacement device was only for right side mentor memorygel breast implant 450cc. Left side has no implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/20/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Note: additional facility information: (B)(6). Reason for device explant and/or reoperation: left capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old pacific islander female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and was presented with right capsular contracture baker grade IV confirmed by the physician on (B)(6) 2018. In addition, the patient experienced capsular contracture baker grade ii on the left side. The patient developed worsening, tender and painful hardening and deformation of the right breast implant. The patient experienced breast asymmetry with right implant malposition. As a result, the device will be explanted on (B)(6) 2019. This medwatch is for the left breast implant.